Event description:
The customer reported that he missed an anti-e and anti-k of the cap survey test jc2014 with biotestcell 3. The customer did neither return the samples that had caused false negative test results nor the supposedly defective product biotestcell 3. At the time the customer filed his complaint, the supposedly defective product had already expired four weeks ago. Therefore a testing of the quality control laboratory's retained sample was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.